Event description:
User developed giant papillary conjunctivitis-gpc- after regular use of cooper vision avaira toric soft contact lenses. Dates of use: (B)(6) 2011. Event abated for use stopped or dose reduced: yes.